Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: d.2. Common device name: intravascular administration set. D.2. Medical device type: fpa. D.4. Medical device expiration date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood splattering when they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. When they apply tape or bandage to the venipuncture location, the blood often rubs off. They had to change their gloves and redress it." Thu (B)(6) 01:47:50 utc 2023 - patient fields updated: hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: n/a. If yes¿ detailed death description: n/a. Did a serious injury occur? No. If yes¿detailed serious injury: n/a. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): na. What result did the customer obtain from the bd product? Na. What result was the customer expecting to obtain (if different from the obtained result): na. Was this a qc, validation, or proficiency test? Na. Was patient treatment changed as a consequence of the issue with results? Na. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Na. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: per customer, whenever they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. (B)(6) : (B)(6) 2023 01:47:08 (gmt). Reviewed, pending additional information. (B)(6) : (B)(6) 2023 23:20:55 (gmt) . Subject: email 4/12/2023, 5:15:56 pm. User: (B)(6). Created on: (B)(6) 2023 23:15:56. Call activity comment: first follow up. Requesting photos, returns and adverse event information. (B)(6): (B)(6) 2023 08:52:30 (gmt) . Subject: email 4/12/2023, 3:24:21 pm. User: (B)(6). Created on: (B)(6) 2023 07:24:22. Call activity comment: null. Hema thanabalan : (B)(6) 2023 08:50:00 (gmt) . Customer inquiry/problem: customer is reporting on item 367342 that when they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. When they apply tape or bandage to the venipuncture location, the blood often rubs off. So they have to change their gloves and redress it. Steps taken with customer: documented complaint, transferred to follow up queue for trained agent to assist. Outcome/resolution: pending for trained associate to assist. Wed (B)(6) 08:49:36 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: n/a. If yes¿ detailed death description: n/a. Did a serious injury occur? No. If yes¿detailed serious injury: n/a. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): na . 1. What result did the customer obtain from the bd product? Na. 2. What result was the customer expecting to obtain (if different from the obtained result): na. 3. Was this a qc, validation, or proficiency test? Na. 4. Was patient treatment changed as a consequence of the issue with results? Na. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Na. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: per customer, whenever they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. Wed (B)(6) 08:49:11 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: n/a. If yes¿ detailed death description: n/a. Did a serious injury occur? No. If yes¿detailed serious injury: n/a. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): na. 1. What result did the customer obtain from the bd product? Na. 2. What result was the customer expecting to obtain (if different from the obtained result): na. 3. Was this a qc, validation, or proficiency test? Na. 4. Was patient treatment changed as a consequence of the issue with results? Na. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Na. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: per customer, whenever they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. (B)(6) : (B)(6) 2023 08:48:54 (gmt) . Customer is reporting on item 367342 that when they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. When they apply tape or bandage to the venipuncture location, the blood often rubs off. So they have to change their gloves and redress it.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood splattering when they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. When they apply tape or bandage to the venipuncture location, the blood often rubs off. They had to change their gloves and redress it." E.1. Initial reporter address: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood splattering when they activate the needle retraction, a small amount of blood splatters onto their hands and sometimes the patient or table. When they apply tape or bandage to the venipuncture location, the blood often rubs off. They had to change their gloves and redress it."